Manufacturer narrative:
Unit received with intermittent button response due to light moisture damage to keypad traces. Unit passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. Unit received with minor scratches on lcd window.(B)(4).

Event description:
The customer reported via phone call that the act button on the insulin pump was unresponsive. The buttons on the insulin pump were hard and she felt that they were locked up. Customer's blood glucose level was 297 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.